Event description:
Patient reported "rupture and exchange" confirmed via ultrasound. This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted. It has been identified that this record, mrn 9617229-2025-17311, is a duplicate of mrn 19617229-2025-03228. Please see mrn 19617229-2025-03228 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.